Event description:
The customer filed a maude adverse event report stating that while using her breast pump, "on the 5th day of proper use, I developed open wounds/tears on my areolas/nipple area. The pump has drastically decreased my milk supply. A 15 min pumping session gets me less than one ounce of milk per side, again with proper use of the pump, using it every 3 hours or so, to increase my supply, only for it to cause me severe pain and diminished milk supply. I can no longer breast feed or pump. I am extremely disappointed that I can no longer provide what my baby needs. Used another brand of pump prior to buying the extremely priced medela pump and had no problems whatsoever. I am going to seek medical attention tomorrow."

Manufacturer narrative:
On (B)(6) 2011, a consultant working for medela identified the maude report filed by this customer while browsing the FDA maude website. At that point, a complaint was initiated for this customer. Research was conducted to locate communication from the FDA regarding this maude filling, but nothing could be found. Because communication could not be found, customer info is not available and customer contact could not be made to gather more info regarding the issue the customer was experiencing, including whether medical attention was sought and the results thereof, nor to determine if it is possible to get the pump back for testing/analysis. Research was also conducted to see if this complaint was processed as part of medela's complaint remediation activities, which revealed no indication that it had been processed. Because we cannot make contact with the customer to get add'l complaint info or to get the product back for testing/analysis, we do not have add'l info to add to the original maude filing. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. Based on the fact that the pump is not available for testing and analysis, it cannot be definitively concluded that it caused or contributed to the customer's issue.